Event description:
It has been reported to philips that during a planned non-emergency treatment procedure, a burning smell was coming from the on/off board. Smoke was detected by the customer and there were visible burn marks on the board. The user stopped using the system and completed the procedure with another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system on site and identified that the on/off circuit board had a burned spot which caused the burning smell and smoke. The engineer replaced the mains control unit (which includes the on/off circuit board) and the mains transformer. The system was returned to use in good working order. Corrected data: codes are updated as per the investigation outcome.